Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing was observed. The patient condition is stable. Device will be monitored. No further information provided.

Event description:
New information noted post-paced t-wave oversensing. Programing changes were made. Device remains implanted.